Event description:
It was reported that the user experienced difficulty attaching a connector on the ilet system, and an agent guided the user¿s caregiver to replace and attach a new connector, completing a supply change without incident and without alerts or alarms. Symptoms included no reported clinical effects. Outcomes included no impact to health. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the initial connector was likely faulty, as a new connector attached properly and functioned as intended. It was concluded that the event was attributable to a connector defect rather than user handling, and replacement resolved the issue.